Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No patient symptoms were reported. Programming changes were made on (B)(6) 2018 and the patient would continue to be monitored.